Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the access 2 instrument. The elevated accu tni result was 0.68ng/ml. The result was reported out of the lab. The customer questioned the result and re-tested the pt original sample for accu tni. The result was 0.03ng/ml. The customer indicated that the pt original sample was poured into a 2ml cup and then re-tested 2nd time for accu tni. The result was 0.02ng/ml. The customer indicated that a fresh sample was collected from the pt and tested for accu tni. The accu tni result was 0.02ng/ml. No additional event info was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.